Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had unexpected battery power loss and also reported a replace battery alarm at 05:00 and replace battery now at 05:31.the customer¿s blood glucose level was 21.1 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed the self test, rewind, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement tests. The unexpected battery power loss alarm occurred due to connector resistance issue.